Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical service (ts) on (B)(6) 2025 requesting a replacement cycler. The pdrn stated that the patient went to the hospital and is blaming the cycler for worsening their health because of the fluid leak. Fluid was discovered during unknown phase/cycle of dialysis. The ts advised to discontinue use of this cycler and issued a replacement due to the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient experienced a fluid leak on (B)(6) 2025, after which they went to the emergency room complaining of generalized weakness and lethargy. Prior to the events on 2/jun/2025, the patient had been diagnosed with respiratory syncytial virus (rsv) on (B)(6) 2025. Per the pdrn, despite the patient¿s frustration about the fluid leak and being hospitalized, the adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient¿s body was reportedly having a difficult time fighting the rsv and required an intravenous (IV) antiviral and steroids (drugs, dosages, frequencies, durations not provided). The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was discharged in stable condition on (B)(6) 2025. The patient has begun using the replacement liberty select cycler without any reported issues and is recovering from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical service (ts) on (B)(6) 2025 requesting a replacement cycler. The pdrn stated that the patient went to the hospital and is blaming the cycler for worsening their health because of the fluid leak. Fluid was discovered during unknown phase/cycle of dialysis. The ts advised to discontinue use of this cycler and issued a replacement due to the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient experienced a fluid leak on (B)(6) 2025, after which they went to the emergency room complaining of generalized weakness and lethargy. Prior to the events on 2/jun/2025, the patient had been diagnosed with respiratory syncytial virus (rsv) on (B)(6) 2025. Per the pdrn, despite the patient¿s frustration about the fluid leak and being hospitalized, the adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient¿s body was reportedly having a difficult time fighting the rsv and required an intravenous (IV) antiviral and steroids (drugs, dosages, frequencies, durations not provided). The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was discharged in stable condition on (B)(6) 2025. The patient has begun using the replacement liberty select cycler without any reported issues and is recovering from the events.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.